Manufacturer narrative:
The complainant reported an explant due to a post-operative infection. Review of device production records did not identify any device problems or establish a clear cause for the reported infection. Attempts to acquire additional information such as patient weight and further details regarding the surgical outcome were made; however, the complainant was not able to provide the patient weight or comment on the cause of the infection based on the information he had received from the healthcare professional.

Event description:
It was reported that the patient experienced a post-operative infection and the implant was explanted as a result.